Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to manufacturer. Hospital would not release. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "revising a ceramic on ceramic hip. The ceramic portion of the insert is missing. The ceramic head protruded through the titanium portion of ceramic liner, leaving a hole through the cup. Surgeon was unable to get at the screw heads of the shell in order to remove, so left the shell and cemented in a new liner".